Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt had charged their implanted neurostimulator (ins) and plugged the controller into the ac power supply and turned controller into MRI mode today. When the pt returned to their controller later on, the controller was blank/unresponsive. Pt said they had noticed today that the controller took a long time to say it was charging the ins today when they had charged earlier. During the call, the pt reset the controller and the co ntroller responded. Pt saw a green light blinking on the controller when the controller was plugged into the ac power supply and li battery pack was installed. Pt then unlocked their controller and the controller connected wirelessly. Pt successfully initiated a charging session of their ins with a recharge quality of "good." Pt said they had entered MRI mode because they can never remember how to turn their therapy off without going into MRI mode. The troubleshooting steps that were taken on the call resolved the issue. Pt said they entered MRI mode because they had been told they should turn their therapy off because of a "combo thing with the electricity in their back" (this seemed normal for the pt, so patient services specialist (pss) did not ask further questions and focused on reason for call).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.